Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322. Service evaluation verified the system error 322. The cause was identified to be the lower auxiliary not operating as intended which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced a system error 322 (ink switch error low) alarm. No additional information is available.